Manufacturer narrative:
Product ID: 377760, lot# n0030217, implanted: (B)(6) 2005, product type: lead; product ID: 377760, lot# j0546523v, implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was not known.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot#: n0030217, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot#: j0546523v, implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's ins was in overdischarge. The patient was unable to charge the device while they cared for a family member, which led to the issue. The manufacturer representative used the al feature to jumpstart the battery and charge the ins to 25%. They cleared the power on reset (por) and checked the impedances. Impedances were >10 ,000 on electrode 0. Electrode 0 was not used in programming. The patient was instructed to charge to full. The issue resolved. No symptoms were reported. No further complications were reported or anticipated.